Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report damage to the reservoir compartment lid and a scratched display. The customer's blood glucose level was 11 mmol/l. The customer performed the self-test and it passed. The customer stated that they would wait to replace the device, and talk to a sales representative first. Nothing was replaced or returned.